Manufacturer narrative:
.

Event description:
Procedure: lobectomy. According to the reporter: the sheet on the pt's side of the staple line caused lung tissue to tear which resulted in air leakage. The air leak was stopped with a "neo veil sheet" and adhesive.